Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). The device history review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. The device was returned for evaluation. Visual and functional testing were performed. Visual inspection found that the device was in used condition with no visible damage. During functional testing motor rate error appeared a few seconds after start. The root cause of the reported issue was found to be normal wear, as there was poor worm coupling and a faulty motor. Actions were taken to mitigate the reported issue: electrical safety test was performed and the device passed all functional testing. (UDI) is unknown. No product information has been provided to date.

Event description:
It was reported that there was a motor rate error. No patient injury was reported.